Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to the hospital with untreated vt and received external defibrillation. Device interrogation revealed backup vvi. Power of reset, possibly due to external defibrillation, was noted. Multiple episodes of shorted output stage detection were also observed. Internal noise and low pacing lead impedance were revealed on atrial and ventricular leads. System replacement was suggested, but not performed due to patient's poor health.